Manufacturer narrative:
The staff reported preliminary balloon inflation and deflation prior to insertion of each device. The device was replaced for each of the end-users. The hosp floors will be visited for evaluation and education. Based on the available info, this event is deemed a reportable malfunction. There were no reports of the end-users being harmed as a result of this malfunction. At the time of this report, a return sample is expected but has not been received. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware. Note: there are six (6) cases associated with this product; therefore, a separate FDA form 3500a has been generated to address the other five (5) cases. Reported to the FDA on (B)(4) 2014.

Event description:
It is reported that six (6) end-users had the device in place that would not drain feces. Each of the end-users has large volumes of liquid feces. The staff attempted to reposition the drainage device with failed attempts. Fecal leakage was noted around the devices.